Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2020-23653. It was reported an asymptomatic patient presented in clinic for a follow-up. Upon review of the device records, episodes of noise reversion were observed on the right ventricular lead and right atrial lead. The patient's device was reprogrammed on (B)(6)2020. The patient would continue to be monitored.